Event description:
During a laparoscopic prostatectomy procedure, the instrument stopped working. The generator indicated failure code 5. They torqued the instrument again. Same problem. They pushed the test button on the generator and got failure code 5 again. There was no reported patient consequence and 1 device is being returned.